Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptom. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the outcome of this event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.